Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open gastrectomy, while processing blood vessel around the stomach, the clip was not properly loaded. It was misaligned. The jaws could not be closed. Another device was used to complete the case. There was no patient injury.